Event description:
It was reported that a leak was noticed in the 100ml cassette while compounding the order.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No sample was received for evaluation for the complaint that a leak was noticed in the 100ml cassette while compounding the order. The review of device history record found that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The complaint could not be confirmed by investigation as no samples nor pictures was provided by the customer and a probable root cause cannot be determined.

Manufacturer narrative:
D9: 9/18/2025. Device evaluation: two unused devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The reported customer complaint was confirmed, and a leak was identified at the internal bag seam. The root cause could not be determined.